Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of myopotential noise and varying intrinsic amplitudes. The sensing vector was set to the secondary vector. The patent has lost over 100 pounds. Also, the patient has a biventricular pacemaker implanted. The smart pass feature had been previously disabled due to the low intrinsic amplitudes. The high energy shock impedance was 138 ohms, which is high but within normal limits. The physician has ordered an x-ray for the next patient visit. Technical services reviewed the data and discussed some testing options. There were no additional adverse patient effects. The system remains implanted.